Event description:
The reporter claimed the animas insulin pump has an incorrect date issue. According to the reporter, the pump memory has record with future date of (B)(6) 2012. The time and date was correctly setting at the time of troubleshooting. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged incorrect date issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). There was no data in the black box due to continued patient use. There was no activity outside normal patient use observed in the black box. A review of the total daily dose history shows that the that the dates changed from (B)(4) 2012 and then from (B)(4) 2012. A bt1 internal battery failure was found during investigation. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.